Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) was confirmed due to the f1 fuse being open. The cause of the open fuse was due to excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery.